Event description:
It was reported that the deep brain stimulation dbs patient developed an infection at the lead-extension connection behind the right ear. The patient had symptoms of purulent discharge, redness, and swelling. The patient was administered antibiotics and underwent an explant procedure of the dbs system. A culture was taken but the results are unavailable. The patient was noted to be fully recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7098961. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), batch: 537963. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7089805. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: db-2202-45.